Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged malfunction issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump shut off unexpectedly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100-160 mg/dl.